Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the clinic followed-up with the patient to see what he was doing at the time of the noise episode. The patient was having a fistula placed, and they must not have used a magnet during the procedure. The patient reported he felt fine during the procedure and no new episodes have been recorded with noise since the procedure. No further actions were planned, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that noise was present on both the right atrial (ra) and right ventricular (rv) channels. The episodes prior to the noise appeared normal. The patient appeared to be pacer dependent. It was difficult to tell if there was an underlying rhythm during the noise. There was pacing inhibition of greater than 2 seconds noted. Once the noise subsided, the pacing resumed. Technical services discussed possible causes for the noise. The clinic was going to follow-up with the patient to further investigate the issue. At this time, this pacemaker remains in service and there were no adverse patient effects were reported.